Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had been doing decently well with his implant but since the summer of 2013 he reported problems with noise/static interfering with his ability to understand speech. Electrode channels 11 and 12 have been disabled due to being extra cochlear since activation. Additionally, electrode channel 9 has been disabled due to facial stimulation. Patient reports hearing environmental sounds but is unable to understand speech without his hearing aid on the contralateral side and lip reading. Imaging was recommended but has not been done since the surgery. A revision surgery may be considered.